Event description:
Patient undergoing colonoscopy to resect a polyp in ascending colon, equipment passed repeatedly for snaring and biopsy. Md experienced difficulty passing the instrument, feeling something was "stuck" in the scope. A small black piece of the biopsy cap popped onto the surface of the colon. The item was retrieved with biopsy forceps. The item was identified as a biopsy cap.